Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked battery tube threads, broken reservoir tube tip, broken battery cap, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to a replace battery now alarm on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.